Manufacturer narrative:
Concomitant medical products: lorazepam, nadolol, simvastatin, vitamin d, and wellbutrin. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported concomitantly injecting a patient in the cheeks with one syringe of juvéderm voluma® xc, and in the nasolabial folds and marionette lines with one syringe of juvéderm® ultra plus xc. Two weeks later, the patient returned for a touch up in the cheeks with one syringe of juvéderm voluma® xc. Two months later, the patient presented with firmness, tenderness, and swelling in the cheeks. The patient was treated with keflex that same day. The patient was also recently on antibiotics for a sinus infection. The cheeks area improved, but the patient began to experience ¿firmness and tenderness¿ in the nasolabial folds and marionette lines. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00271 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00272 (allergan complaint # (B)(4)). This is the first MDR submitted for the third suspect product, the second injection of juvéderm voluma® xc.